Event description:
Pt had augmentation mammoplasty approx 15 years ago. On 9/19/96 pt suffered bilateral capsular contraction, right-sided mastodynia, ptosis, and left implant rupture. Removal of left implant material; removal of right implant; open capsulectomy on the left; capsulotomy on the right with mastopexy and exchange of implants was performed.